Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose as well as high blood glucose level. The customer's blood glucose reading was 15.4 mmol/l at the time of call and blood glucose at time of incident was 2.5 mmol/l. Customer's other blood glucose level was 3 mmol/l. It was unknown that customer was using auto mode or not. The customer will discontinue use of the device.